Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, chest burning pain. Customer was treated with insulin pump. Customer had blood at site. Customer was not using minimed 670g system. Customer was unable to upload carelink upload. The insulin pump will not be returned for analysis.